Event description:
The balloon catheter was used to assist in a coiling procedure. It was reported the balloon immediately deflated after the first coil was detached. The patient status was reported as 'ok'.

Manufacturer narrative:
The returned catheter has been evaluated and exhibited a tear of the balloon tubing. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear.